Event description:
It was reported that a cartridge change error occurred. The customers blood glucose level was 501 mg/dl. Customer administrated a manual correction injection to address bg. The customer reloaded the cartridge to resolve the issue.